Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving lioresal (2000 mcg/ml at 599.6 mcg/day) via an implantable pump. The indication for use was cerebral palsy/intractable spasticity. On (B)(6) 2015, the patient's mother reported that the pump was alarming; it was a single beep. The sound was consistent with the non-critical alarm. They first heard the alarm about 3 days ago. The printout from the most recent refill visit showed a low reservoir alarm date of (B)(6) 2015. The patient had no symptoms. Per the patient's mother, he seemed fine and was not agitated. She checked his legs and his tone seemed okay. It was determined based on flow rate and the low reservoir being set a 2ml that the pump would likely be empty within the next day. They had recently moved and the first clinic visit with the new doctor was scheduled for (B)(6) 2015. Additional information was received from a company representative on (B)(6)2015. The pump logs showed the empty reservoir alarm occurred on (B)(6) 2015. The pump was refilled and updated on (B)(6) 2015. The patient was bridged with oral baclofen during the empty reservoir issue. A catheter dye study was being done on the date of this report to confirm catheter patency.